Event description:
Per the clinic, the patient experienced poor magnet retention and the issue was resolved during appointment. Additionally, the patient experienced pain, discomfort and no sound. Subsequently, the device was explanted on (B)(6) 2026. The patient was reimplanted with another cochlear device during the same surgery.